Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The entire system was explanted due to an infection that has been going on for a while, maybe 6, 7, or 8 weeks. The rep did not know what the patient¿s symptoms were. The patient would be re-implanted when the infection clears. No further complications were reported/are anticipated.

Manufacturer narrative:
Initial reporter updated per additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they were notified about the patient¿s infection via the physician. They stated that they were notified on 2018 (B)(6). The rep stated that the explanted components were working as expected, thus willnot be returned for analysis. There was no tyrx used. The rep noted that the cause of the infection was not determined, but the infection has been resolved. No further complications were reported or anticipated.